Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited failure to capture. Diagnostic imaging was performed and revealed that the implantable cardioverter defibrillator (ICD) migrated, and that the rv lead exhibited lack of lead slack. Loss of capture was noted as a result. Programming changes were performed. There were no patient consequences, and the patient will be further monitored.